Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-04258. Additional information revealed the patient also experienced ineffective stimulation from the scs system.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-04258. It was reported the patient was experiencing a discomfort in their lower back. In turn, leads were explanted and replaced with another model on (B)(6) 2018. The patient received effective stimulation post operatively.